Event description:
The customer reported that the needle of the abbott diabetes care (adc) device was outside the sensor. The customer experienced symptoms of bleeding and was able to self-treat by taking the sensor off, along with the needle and cleaned the insertion site with water. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.